Manufacturer narrative:
The device was returned for analysis, however, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient had a material reaction to a hahn tapered implant. The patient's bone quality is type iii and their oral hygiene is noted as good. The patient has a history of fibromyalgia, arthritis, and a possible metal allergy. On (B)(6) 2024, the patient presented for a primary procedure on tooth # 9. Three days post-op, the patient presented with an increase of pain and disclosed to the provider that they had a reaction to a previous metal ear piercing 30 years ago. The provider removed the implant on (B)(6) 2024 and a crown was place out of occlusion with a temporary abutment. The patient's symptoms resolved after implant removal, no permanent injury.

Manufacturer narrative:
Corrected: b1, d4, d9, g1 additional information: h6 the product was in glidewells possession but did not transfer to the investigation site and is presumed to be lost. The non-visual device investigation has been completed. DHR results the DHR was reviewed for hahn tapered implant lot# 6135604 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6135604 and found no additional product in stock. Investigation methods/results based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. However, the non-visual device investigation has been completed. Root cause the root cause cannot be explicitly determined. The probable cause for this failure is the patient having a potential metal allergy. Per the reported information, the patient had a reaction to a previous metal ear piercing about 30 years ago. However, it is unknown if an allergy test was performed. Fu 570 rev 4 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing." CAPA ca-00016 CAPA 2024-005 manufacturer's internal reference number: (B)(4).